Event description:
The following silimed anatomical double chamber tissue expanders were implanted in 2007: right breast = catalog number 20799-780. Left breast = catalog number 20799-780. Two months following the expander's last inflation, on the patient's tenth post-operative appointment, the patient was found to have bilateral deflation of the tissue expanders. As a result, the tissue expanders were explanted in 2007 and replaced with new tissue expanders. (Note: this report covers the right breast tissue expander. The left breast tissue expander is reported via report # 1651189-2008-00004.)

Manufacturer narrative:
A review of manufacturing records shows that the implant met all the specifications at the final inspection. During the analysis of the expander, three tears were observed; two of the tears were in the junction of the two compartments and the other tear was around the valve of the larger compartment. The implant also presented a hole in the membrane. Valve function and integrity testing met all specifications, indicating that the valve of the expander did not leak. The result of the analysis and the customer's information were not enough to explain what might have caused the problem. However, holes and tears of similar characteristics can be caused by injection needles, while adding saline to the tissue expander. Note: this complaint was reviewed in connection with a review of the complaint files undertaken when investigating a recently received complaint (report # 1651189-2008-00007), and was determined to be MDR reportable.